Event description:
The hcp reported that during interrogation of the dbs system in late 2007, an observed difference between battery measurements and impedances values had been detected. There had been an open circuit with high impedances (specific values were not provided). Initial left and right-sided battery checks had shown 3.90 v each; a second check revealed 3.67 v, for the left-sided battery and 3.61 v, for the right-sided battery, which had been implanted one year ago. The hcp stated, the voltage should not be depleted to 3.61 v for the right-sided ipg, longevity had indicated a three year life span. Therapy measurements were 550 ohms; an exhaustive impedance check had not been performed. There was good therapy benefit, the patient had received good efficacy. Follow-up, to "re-measure" everything, was anticipated. Refer to MFR report #:6000153200800183.